Event description:
The radiolucent right angle drive was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a broken 90 degree drill head, head extension and missing slide pin button. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The failure for device coming apart was confirmed by the technician through visual inspection. The pin holding the head on the device was loose.

Event description:
The radiolucent right angle drive was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a broken 90 degree drill head, head extension and missing slide pin button. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.